Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Please see svn (B)(4) using MDR # 2032227-2014-49518.

Event description:
The customer called to report a large air bubble in the reservoir. The customer's blood glucose reading was 461 mg/dl. The customer could not perform troubleshooting due to not having good insulin with her. The customer stated that she would change the set when she had better insulin. The customer was advised to change the entire set. Nothing was returned or replaced.